Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain") in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included attention deficit disorder and bartholin's cyst removal. Concurrent conditions included obesity, hypertension, hypothyroidism and yeast infection. Concomitant products included anaesthetics (anesthesia), antibiotics, esomeprazole magnesium (nexium), estrogens conjugated (presomen), levothyroxine, levothyroxine sodium (synthroid), montelukast (singulair), obetrol (adderall), omeprazole (prilosec), topiramate, topiramate (topamax) and triamterene. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), urinary tract infection ("infection: urinary tract infection"), pruritus ("rashes /skin conditions: itching"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("excessive cramping/lower abdomen pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines /headaches"), headache ("migraines /headaches"), depression ("psychological or psychiatric problems: depression") and back pain ("back pain"). The patient was treated with progesterone, naproxen sodium (aleve), metoprolol succinate (toprol), co-trimoxazole (bactrim), surgery (dilation and curettage, hysteroscopy, laparoscopic bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and back pain had resolved and the abdominal pain, menorrhagia, fatigue, urinary tract infection, migraine, headache, depression and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff did not have any complications or problems at the time of essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, abdominal pain lower, itching, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic pain") in an adult female patient who had essure (batch no. 927085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's past medical history included attention deficit disorder and bartholin's cyst removal. Concurrent conditions included obesity, hypertension, hypothyroidism and yeast infection. Concomitant products included anaesthetics (anesthesia), antibiotics, esomeprazole magnesium (nexium), estrogens conjugated (presomen), levothyroxine, levothyroxine sodium (synthroid), montelukast (singulair), obetrol (adderall), omeprazole (prilosec), topiramate, topiramate (topamax) and triamterene. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), urinary tract infection ("infection: urinary tract infection"), pruritus ("rashes /skin conditions: itching"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("excessive cramping/lower abdomen pain"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines /headaches"), headache ("migraines /headaches"), depression ("psychological or psychiatric problems: depression") and back pain ("back pain"). The patient was treated with progesterone, naproxen sodium (aleve), metoprolol succinate (toprol), co-trimoxazole (bactrim), surgery (dilation and curettage, hysteroscopy, laparoscopic bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and back pain had resolved and the abdominal pain, menorrhagia, fatigue, urinary tract infection, migraine, headache, depression and pruritus outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff did not have any complications or problems at the time of essure procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, abdominal pain lower, itching. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, infection: urinary tract infection, migraines /headaches, pain, psychological or psychiatric problems: depression, rashes /skin conditions: itching, vaginal discharge, weight gain, back pain, patient did not underwent essure confirmation test were added, patient's medical history, concomitant medications added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .